Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. As part of the analysis a review of the manufacturing data for the stent profile was performed. The stent outer diameter is measured and verified against specification for the product prior to packaging and shipping. The tip was visually and microscopically examined and no damages were noted. The balloon body was reviewed and balloon wings appeared relaxed as if positive pressure was applied. Crimp stent markings were slightly visible but not prominent on the exposed balloon wall indicating the stent was crimped on the balloon prior to stent detachment. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 18mm in length target lesion was located in the severely tortuous, severely calcified and 2.25mm in diameter left anterior descending (lad) artery. A 2.50x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged. The procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 18 mm in length target lesion was located in the severely tortuous, severely calcified and 2.25 mm in diameter left anterior descending (lad) artery. A 2.50 x 20 mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged. The procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.